Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that they had surgery on the (B)(6) of last month and the surgeon didn't touch the stimulator but did a complete new fusion on them. Caller stated that now all the programs they have are out of whack and they need to get ahold of a representative to have it adjusted. Caller added the representative had a card which no longer works for manufacturer. Patient stated they tried having their doctor and neurosurgeon help them get in touch with a rep, but both told them to call manufacturer. Agent sent message to the field on patient's behalf. Pt rep. Called from number in secure note and mentioned the pt just had a revision to their previous back surgery and hcp had asked a manufacturer representative to double check programming of spinal cord stimulator(scs) because pt was having spasms. Pt rep. Was upset because the agent the pt had spoken to minutes prior had "given them the run around" and this process made the pt rep. "Very upset" and was a "horrible time." Patient services specialist(pss) explained the process to the pt rep. And provided nas number. *see (B)(4).* for failed back surgery syndrome and replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.